Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review, and in house testing. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending did not identify an increase in complaint activity for the alinity I hbsag qualitative ii reagent and complaint lot related to the complaint issue. Device history review did not identify any issues with the complaint lot. The overall performance of the alinity I hbsag qualitative ii reagent reviewed using field data from customers. The review determined the median patient result for the lot is within established limits and comparable with other lots in the field, showing that the lot generated the expected results. In-house performance testing was completed on the complaint lot, which concluded all specifications were met, and the product lot is performing as expected. Labeling was reviewed and was found to address the customer reported issue. Based on the investigation, no systemic issue or deficiency of the alinity I hbsag qualitative ii reagent lot number 70314fz00 was identified.

Event description:
The customer reported false negative alinity I hbsag qualitative ii and provided the following data: on (B)(6) 2024, sample ID (B)(6) generated a negative result of 0.06 s/co and the result was questioned. On (B)(6) 2024 initial result was 4.58 s/co, and repeat was 4.61 s/co. The sample was sent to a reference lab and generated a positive result using a confirmatory method (pcr testing method). The patient has a history of kidney failure and doing hemodialysis. There was no reported impact to patient management.

Manufacturer narrative:
This report is being filed on an international product, list number 8p10-22 that has a similar product distributed in the us, list number 8p10-21/-31 , with 510k/PMA/bla number p110029. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false negative alinity I hbsag qualitative ii and provided the following data: on (B)(6) 2024, sample ID (B)(6) generated a negative result of 0.06 s/co and the result was questioned. On (B)(6) initial result was 4.58 s/co, and repeat was 4.61 s/co. The sample was sent to a reference lab and generated a positive result using a confirmatory method (pcr testing method). The patient has a history of kidney failure and doing hemodialysis. There was no reported impact to patient management.